Event description:
It was reported that during a catheter exchange, when the radiologist went to remove catheter after dissection, and with a gentle tug the catheter came separated from cuff. Was able to grasp cuff with forceps to remove from chest wall.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.